Event description:
The customer contacted physio-control to report that during a patient event, the device was being used in a bad rain storm and while transporting the patient the device powered itself off. The crew was unable to power the device back on. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control confirmed that the reported issue was caused by the device's system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, the device was being used in a bad rain storm and while transporting the patient the device powered itself off. The crew was unable to power the device back on. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.